Event description:
On (B)(6) 2014, the spasms had improved to some degree. On (B)(6) 2014, the baclofen concentration was increased from 600 mcg/ml to 750 mcg/ml for spasms. On (B)(6) 2014, the patient continued to have muscle spasms. The patient outcome was noted as ¿ongoing with no further action needed¿.

Event description:
It was reported that on (B)(6) 2014, the patient was seen and complained of increased muscle spasms. The intervention reprogramming an increase and a medication adjustment start zanaflex 4 mg po bid prn for spasms. On (B)(6) 2014 diagnostics included examination with results of right sided back spasms and right extremities twitching. Interventions included discontinuing zanaflex for related weakness and trigger point injections to an area of the patient¿s lower posterior thoracic paraspinous musculature region as well as to an area of the patient¿s lumbar paraspinous musculature region. Examination (B)(6) 2014 revealed frequent jerking movements of the right arm and leg that can be replicated with palpation to the right side of the lower back. Paraspinal region muscle was very hypersensitive. CT scan with contrast was also performed on (B)(6) 2014 with results CT scan of the brain revealed no acute abnormalities, CT scan of the lumbosacral spine on the same date showed no changes since the last exam in (B)(6) 2014. Interventions performed on (B)(6) 2014 included medication adjustment, valium in ER, therapy was suspended, infusion mode, pump. Hydrocodone 7.5mg prn for pain. Examination on (B)(6) 2014 indicated spasms ongoing but improved. Intervention on (B)(6) 2014 was medication adjustment, ativan 1 mg po qidprn for spasms and anxiety. The etiology was indicated as medication type, relatedness to drug possibly related drug action, added new drug, related to device or therapy, implant procedure. The severity was indicated as moderate resulted in in-patient or prolonged hospitalization. The outcome was noted as ongoing event.

Event description:
Additional information was received from a healthcare professional via a post market clinical study on (B)(6)-2016 and it was reported that the patient's other medications included tramadol ER and tizandidine. The patient's medical history included back pain, leg pain, htn, cad, copd, cardiovascular disease, gerd, stroke, ddd, anxiety and depression. On (B)(6) 2015, the pump was delivering hydromorphone (2 mg/ml at 0.2020 mg/day) and baclofen (625.0 mcg/ml at 63.13 mcg/day). The pump was last changed on (B)(6)-2015. The clinical diagnosis was noted to be increased muscle spasms. On (B)(6)-2015, examination found increased muscle spasms involving whole body over the last few days. The pump dose was decreased 5% at the visit. The event resulted in an ER visit. It was noted that the event was not related to the implant procedure, possibly related to the device or therapy, and possibly related to the intrathecal medications hydromorphone and baclofen. The drug action that caused the event was noted to be increase dose. The event outcome was reported as unresolved with no further action planned.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the it medications were changed from morphine to hydromorphone and baclofen. On (B)(6) 2014 an increase was performed. Examination results back spasms still present, extremity twitching resolved (B)(6) 2014. Additional information later reported the patient was seen in the clinic on (B)(6) 2014 following pump replacement. At that time the patient reported the muscle spasm symptomology. The patient indicated that the spasms started on (B)(6) 2014. The patient had morphine 5.0mg/ml in the pump infusing at 0.2404 mg/day.